Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that patient is being shocked. Additional information was received from the patient that the patient has an appointment on thursday (B)(6) 2018. Patient implant has not worked for a year. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had surgery one extra time because his (B)(4) implantable neurostimulator ¿was bad.¿ it took them 2 years to figure out that the implantable neurostimulator was bad. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017 programs started shortening out, patient started feeling shocking sensation. Patient runs it on lowest settings since then and not getting any pain relief. Patient used to have a, b, c, d, e and f programs and now he is down to 2 programs. Patient lost programs and getting no coverage. If they turn it up higher it shocks them. Because patient is not getting any pain control he is barely walking. He has not been out of the house in the last 45 days. Patient is not driving, he is afraid it will shock him. At first caller said after patient had the battery redone the rep set the programs and patient kept saying he was not getting the coverage and the rep said to give it a while and rep would come back and tweak it. Patient saw the rep several months later, in 2016, and rep tweaked the programs, he gave him a few more programs on it and it worked fine until (B)(6) 2017. Caller then denied what they stated above and said no pain relief was since (B)(6) 2017. They then explained everything was working fine and patient had pain coverage until (B)(6) 2017. Caller said patient just met with the rep in 2016 because patient still needed more programs and rep gave him more programs. Caller repeated again everything worked fine until (B)(6) 2017. Patient was trying to find a pain hcp in (B)(6) 2017. They did spine films. Radiology said all lead wires looked intact. Patient did not have a pain management hcp. Patients hcp retired and patient gets turned down by other pain hcps because he does not need pain meds, he just wants the rep to check his device. It was suggested to the caller to turn ins off. Caller said patient turned it down low. Hcp listings were sent to the caller and were redirected to an hcp. No further complications were reported/anticipated.